Event description:
Ceiling mounted lead shield support arm cracked & separated from base. Entire unit fell to the floor causing damage to the unit as well as structural damage to the tile & concrete floor.